Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of ¿image interference¿ was confirmed. The evaluation found a break in the cable that had caused no image. In addition, there was also a defective pixel in the image. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was image interference on the hd camera head. During the inspection of the returned device, the evaluation found a break in the cable that had caused no image. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined that the cause of the no image was a break in the cable. It is likely that the defective cable unit caused a communication failure. The investigation could not determine the cause of the break in the cable. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided by the customer. The event occurred before an unknown procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of ¿image interference¿ was confirmed. The evaluation found a break in the cable that had caused no image. In addition, there was also a defective pixel in the image. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was image interference on the hd camera head. During the inspection of the returned device, the evaluation found a break in the cable that had caused no image. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.